Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, after firing the reload and opening the jaws, the reload would not straighten out while being applied to the antrum of the stomach. The surgeon stated that they fired the stapler while it was articulated. She removed the adaptor and trocar out of the patient at the same time-the reload was still attached to the adaptor and fully articulated. The procedure was completed by removing the adaptor with the reload attached through the abdominal wall. A new port was inserted and the procedure completed with a disposable stapler. After the procedure, the fellow attached a new handle. The reload was able to straighten. Reload included was removed from adaptor. They have checked the device by loading a new load and firing the load. There were no issues with firing the load or articulating and rotating. There was no patient injury.